Manufacturer narrative:
It was reported that the event occurred during lowering of the patient to a wheelchair. Based on the information gathered, the floor lift and the wheelchair were positioned in the way that did not allow lowering the patient directly into the wheelchair. The facility personnel attempted to swing the patient over to place the patient into the wheelchair leading to lift instability and tipping. No injury was reported. The device was inspected by an arjo technician. The device was working as intended, and no malfunction was found. The instructions for use for the maxi 500 device (001.20815 rev 18) contain information that: ¿always use the handles to maneuver the lift.¿ ¿warning: never attempt to maneuver the lift by pulling on the mast, boom, actuator or patient. Doing so could cause incidents resulting in injuries.¿ to sum up, the maxi 500 passive floor lift was used for patient handling at the time of the event. The device was reported to tip and in this regard, it did not meet its performance specification. The complaint was decided to be reportable due to the allegation that the device tipped during patient transfer.

Manufacturer narrative:
Additional information will be provided upon investigation conclusion.

Event description:
The patient was transfer to the wheelchair. The customer reported that the lift and wheelchair were in incorrect position. The caregiver attempted to swing the patient over to lower to wheelchair and lift tipped over. No injury was reported.